Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Final analysis found an external insulation abrasion was noted at 9.8-10.1 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.2-9.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.